Event description:
The cryo probe worked for 2 runs, then the metallic portion of the probe was no longer cooling and thus ineffective. We were required to pull another probe to complete the procedure.